Manufacturer narrative:
Patient information is unknown. UDI: (B)(4) lot number unknown implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone number: (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during use it was detected that the thread of the connecting screw was damaged and therefore would not engage the spiral blade. Being relatively superficial, the surgeon and assistant were able to hold the implant on the inserter. The surgery was delayed approximately 10 minutes. The patient's outcome post-surgery is as expected. This event has not altered the outcome. The thread of the screw was damaged so they could not screw it into the blade. There was no patient harm. Concomitant reported part: one x spiral blade (part 04.013.052s, lot 7606648). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that: 357.340 / 8958501, manufacturing location: (B)(4), manufacturing date: 06.jun.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product evaluation was performed. The investigation of the complaint articles indicates that: we have received the connecscr f/ufn/cfn f/357.310 (357.340 / 8958501) for investigation, here is the statement: upon visual inspection of the complaint device it can be seen that on the proximal end the thread is badly deformed, this thus confirming the complaint description. Furthermore the distal end is showing some hammer marks from us. Otherwise the instrument is in a good condition. A device history record (DHR) review was performed for the affected lot, 6 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in june 2014. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Due to the damage, we conclude that the cause of failure is based on an application error, when following technique guide it¿s not possible to damage the part like this. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. There is no particular information of what happened to this article by the customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but it is likely that during the operation ,an application error may have taken place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. A review of the device history records is pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device is not expected to be returned to the synthes manufacturer for evaluation.(B)(4). Corrected data: the date of this report is (B)(6) 2017, not (B)(6) 2017, as reported in initial medwatch report #(B)(4). The date of the initial report also should have been (B)(6) 2017. Device codes corrected to (B)(4) for damaged threads. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.